Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported trouble with their vanta stimulator. Pt said they'd had trouble with stimulation for a couple months (confirmed this year). Pt met with rep on monday, who "reset" their stimulator, however pt said the stimulation only stayed on for a little bit and then shut off. Pt said usually they have intensity at 1.2, but they have now turned up to 8 and still can't feel any stimulation. Pt mentioned seeing low output detected in about section of handset menu. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.